Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl and carbohydrates were consumed to address the low bg level. The customer indicated that the settings on the pump were recently changed and was suspected to have been the cause of the low bg level. The customer declined tandem technical support's offer to troubleshoot as the pump was operating as expected.